Event description:
The customer reported that they are not getting any alarm sounds. The device was not in use at the time of the event and there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) tried to get in contact with the customer but received no response. The rse was unable to proceed or troubleshoot the issue. Philips was unable to replicate the reported problem. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. If additional information is received, the complaint file will be reopened. H3 other text : see h10.